Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenotic lesion was located in the highly calcified and tortuous left coronary artery. An unspecified stent was implanted, the 4.5 x 8mm quantum maverick balloon was used for post dilation of the stent. Upon inflation the balloon ruptured, the atm's duration and number of inflation are unknown. The procedure was successfully completed with a non-bsc device. No patient injury or complications were reported. The patient's condition was reported as "good".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product was conducted. The manufacturing records were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicated the device met all material, assembly, and performance specifications. The most probable root cause is determined to be operational context.